Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the touchscreen was inoperable. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) confirmed that the touchscreen was not working and verified that the reported touchscreen issue could not be duplicated after evaluating the device. The customer replaced the touchscreen, and the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10. The removed touchscreen was returned to the product investigation lab (pi). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and pil found that this touchscreen passed all diagnostics and operation testing. The touchscreen flex circuit passed all resistance testing with solid results. The touchscreen operated as expected with no issues noted, and no problems were found.